Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of oversensing via remote transmission. Low amplitude due to possible myopotential was noted. No electrical anomalies were detected. Replication of the signal with deep inspirations was suggested. Programming changes were scheduled.